Manufacturer narrative:
The insulin pump passed the functional testing included the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Advised customer to discontinue using the insulin pump. Nothing further reported.